Event description:
Biomedical technician stated a nurse reported this device to have a continuous audible alarm and smelled like something was burning. Tech reported he turned the device on and rec'd the audible alarm, then he noticed the ac fuse was blown. He replaced the fuse and turned the device back on when he smelled something burning. He opened the back when he saw the power supply board burst into flames and sparks fly. Hot substance landed on his arm. No medical intervention was necessary.